Manufacturer narrative:
Method: risk assessment; results: device history review, device evaluation, complaint history review could not be performed as no lot code or items were provided. Conclusion: the exact root cause could not be determined conclusively and is likely multifactorial.

Event description:
It was reported that; surgeon used the product in a patient on (B)(6) 2016. She was discharged pod#1 after a tlh. She was readmitted (B)(6) 2016 for peritonitis. Her wbc was normal.

Event description:
It was reported that; surgeon used the product in a patient on (B)(6) 2016. She was discharged pod#1 after a tlh. She was readmitted (B)(6) 2016 for peritonitis. Her wbc was normal.